Event description:
It was reported that during a coronary artery procedure, there was a grinding noise and the clips occasionally jammed. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was returned in good physical condition. The instrument was cycled, ejected two clips, malformed two clips due to an anti-backup failure; the remaining eleven clips were fed and formed properly. However, no abnormal noises and no jamming issues were noted during analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.